Manufacturer narrative:
(B)(4).

Event description:
The customer reported that on (B)(6) 2013, during use on a pt the 840 ventilator begun alarming "circuit disconnect". According to the customer, upon entering the room, the respiratory therapist noted that the pt was de-saturating. The pt was removed from the ventilator and was manually ventilated via ambu bag by the nurse. The customer reported that the pt was not harmed or injured as a result of the event. The covidien customer support engineer (cse) inspected the device and could not duplicate the reported malfunction. No parts were replaced. The unit passed extended self-testing.